Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged due to wear and tear on the white port.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of wear and tear on the white port of the system controller cannot be confirmed as no product was returned, and no photos were provided. A review of the submitted log file revealed the system operating as expected. No unusual alarms or events were noted. It was reported that the system controller was not returned to abbott for evaluation. The device history records were reviewed and the records reveal that the heartmate ii pocket controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.